Manufacturer narrative:
On site investigation was conducted by an intuitive surgical inc. (Isi) technical field specialist (tfs) who was able to reproduce the reported issue and replaced the rac. System was tested and verified ready for use. The failure analysis (fa) team performed a visual inspection and found evidence of fluid running down the rac. Further failure analysis could not be performed due to the condition in which the rac was received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted radical cystectomy surgical procedure, the surgical staff encountered repeated non-recoverable faults associated with remote arm controller (rac) 3. The rac refers to the printed circuit board that receives signals from the rac control module (rcm) which performs all of the control, monitoring, communications, and upper-level safety functions. The rac is comprised of two drive modules, a power supply and an interconnecting front panel. The technical support engineer (tse) had the site power cycle the system and reset the vision side cart (vsc) breaker; however, the system faulted upon power-up. The site confirmed they inspected the system prior to use and there were no issues noted during set up of the system. The surgeon converted to a traditional open surgical procedure due to the recurring non-recoverable faults. There was no report of patient harm, adverse outcome or injury.